Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the generator interface printed circuit board. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that after the software had been reloaded a data error message was displayed. No pt injury was reported.